Manufacturer narrative:
Correction (B)(6) 2023): siemens healthcare diagnostics headquarters support center (hsc) examined the instrument data logs. Examination of the data revealed that the affected sample was also reprocessed on an alternate dimension vista 500 system (s/n (B)(6), and the correct result of 480.4 ng/l was obtained on the alternate dimension vista 500 system (s/n (B)(6) and not on the original dimension vista 500 system (s/n (B)(6) as indicated in the initial MDR. Additional information (11-jul-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Hsc observed that the event is consistent with a sample integrity issue. Hsc determined the event was caused by sample handling or sample integrity. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00195 was filed on 28-jun-2023.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) falsely depressed high-sensitivity troponin I (tnih) results obtained on a patient sample on a dimension vista 500 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed high-sensitivity troponin I (tnih) results were obtained on a patient sample on a dimension vista 500 system. The falsely depressed results were not reported to the physician(s). The same sample was reprocessed on the same dimension vista 500 system. Higher results, considered correct, were obtained. One of the higher reprocessed results was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed high-sensitivity troponin I (tnih) results.